Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) reviewed and found that this shock impedance was gradually rising. This rv lead remains in service. No adverse patient effects were reported.